Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46; cause was not known. Customer consumed carbs to address low bg. Recommendation was made to discuss diabetes management with a health care professional.